Manufacturer narrative:
It was reported that the unit burned. Our examination revealed no defect in the performance of the unit, although there was a rather extensive charred area. The components showed no evidence of sparking, and the damage was more extensive on the outside of the unit than near the internal electrical components, indicating that the source of the damage may have been external. We concluded that this event was attributable to misuse of the product on the part of the consumer.

Event description:
It was reported that the unit burned.